Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that all conductors were distorted, the proximal conductors were stretched, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and there was apparent explant damage. The analyst noted that the helix will not function at this time due to the helix being stretched.

Event description:
It was reported that the doctor was not able to retract the helix when tried to reposition the lead at an implant. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.